Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the middle port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a defective seal/septum. It was further reported that when the bag was squeezed it leaks easily. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.